Event description:
It was reported that the screw of the device was stuck during op by the surgeon. Opposite screw was functional, so skim cut guide could be fixed with functional screw. There was no adverse consequences and the delay of the op.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there has been one other event. Visual inspection: a visual inspection was performed as part of mar. A material analysis was performed, concluding: no damage to the threads of the reported ¿stuck¿ locking screw and body of the triathlon ar mis femoral alignment guide was observed during this analysis. The most likely cause of the reported ¿stuck¿ locking screw is over tightening during use. No material or manufacturing defects were observed during this examination. Dimensional inspection: not performed as the material analysis found no issue with the reported screw. A dimensional issue would likely lead to galling. Functional inspection: the event was confirmed, the screw was stuck. Material analysis was performed on the device and indicated there was no damage to the threads of the reported ¿stuck¿ locking screw. The most likely cause of the reported ¿stuck¿ locking screw is over tightening during use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the screw of the device was stuck during op by the surgeon. Opposite screw was functional, so skim cut guide could be fixed with functional screw. There was no advesrse consequences and the delay of the op.